Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon top ripped off, piece managed to fall out [foreign body in reproductive tract]. Tampon top ripped off [device breakage]. Consumer reported via e-mail that tampon top ripped off. No serious injury reported.